Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead had high pacing impedance. The asymptomatic patient presented for an explant procedure on (B)(6) 2020 where the atrial lead was explanted and replaced successfully. The patient was stable.